Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a transfer set. This issue occurred after use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) actual sample was received for evaluation with a dark blue connector attached. A visual inspection with the naked eye noted the female connector separated from the main body; there was evidence on the female connector the insert chip was present during assembly. Leak, clamp function, and clear passage testing were performed with no issues noted. The reported condition was verified. The cause of the condition is due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.